Event description:
It was reported that the pt felt "different paresthesia coverage". An interrogation performed on (B)(6) 2011 found contacts #11 and #12 were over 10,000 ohms. A revision was performed on (B)(6) 2011 and impedance measurements directly on the lead showed high impedances on #11 and #12. The lead was explanted, and it was reported that the wire towards contacts #11 and #12 was not damaged during explant, though the wire towards contacts #0-7 was damaged during explant. It was reported that there was no pt injury, and following surgery the pt was doing fine with adequate paresthesia coverage.

Manufacturer narrative:
Final device analysis of the lead revealed the lead conductor was broken within 10cm of the connector area. The connector area of the circuit #0-7 leg (proximal end) was not returned. The connector area of circuits #8-15 was okay. The circuit #8 conductor wire was broken 3cm from the proximal end. Circuits #0-7 were cut. The body insulation was cut through, and the lead was segmented. There were no shorts between circuits and continuity was acceptable on circuits #0-7, 9-15. Circuit #8 was open.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.